Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they were harvesting using the hemopro ii device and after about ten sealing/cutting attempts found the smoke to be too thick and stagnant to proceed. They had attempted to use the smoke evacuation technique of opening the jaws to allow the smoke to escape through the channel in the hpii but it did not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The hemopro 2 harvesting tool, was returned to the factory on 17feb2020 and evaluated on 09mar2020. Signs of clinical use was observed. Charred tissue and blood was observed on the jaws. Blood was observed on the handle of the hemopro 2 device. The heater wire was flexed away from the center of the hot jaw with no detachment. No other visual defects were observed. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the instructions for use. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 sn (B)(6) at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No smoke and/or steam which could be considered excessive was observed during the testing. Based on the condition of the device as returned and the results of the investigation, the reported failure ¿environmental particulates¿, is not confirmed. The analyzed failure "material twisted/bent; wire" is confirmed. Specific actions for the analyzed failure mode material twisted/bent are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they were harvesting using the hemopro ii device and after about ten sealing/cutting attempts found the smoke to be too thick and stagnant to proceed. They had attempted to use the smoke evacuation technique of opening the jaws to allow the smoke to escape through the channel in the hpii but it did not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.